Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 11/26/2014.

Event description:
Per additional information received,she has been doing well, with no leakage. Incisions are healed well. Recurrent urinary tract infections, pelvic pain - scheduled for cystoscopy and vaginal exam. Underwent cystoscopy and vaginal exam for recurrent urinary tract infections and pelvic pain. Findings: on extreme distention, the patient was seen to have left upper quadrant mesh grown into the detrusor muscle but not penetrated the mucosa. There was no gross mesh seen in the bladder. She had a polypropylene mesh in her bladder from a retropubic sling surgery. She has recurrent vaginal vault prolapse consisting of apex and anterior wall prolapse - scheduled for revision surgery. Open cystotomy with complex removal of the bladder mesh, bladder neck reconstruction, complex closure of the bladder, abdominal sacro colpopexy using mesh (mesh coat).no, following mesh revision surgery the patient did not present with any serious complications that required additional surgeries. As per the visit on (B)(6) 2012, her prolapse was well supported and she was healing well. Though she was deemed as 80% recovered and will need to be off of work until she starts her new job in (B)(6) 2012.

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.